Manufacturer narrative:
Device evaluated by manufacturer: the device was returned. Overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. The motor drive unit (mdu) and ilab system were used to perform a functional inspection - imaging core impedance test shows a complete circuit curve. Transducer level impedance test shows a good rh peak of 52 ohms. During image characterization testing, a poor image appeared in the ilab system. It was observed that the catheter did not flush when the imaging core was fully advanced. To inspect for damage in the telescope, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the hub. There were wrinkles around the heat shrink tubing of the drive cable. The reported events were confirmed.

Event description:
It was reported that air was entrapped in the catheter. An opticross catheter was selected for ultrasound examination of the proximal left anterior descending artery lesion. During preparation, the device could not be flushed and did not provide a clear image. Flushing was attempted at increasing pressures without success, air was still seen immediately after live imaging was initiated. The catheter was replaced and the examination then proceeded normally. The patient fully recovered.

Event description:
It was reported that air was entrapped in the catheter. An opticross catheter was selected for ultrasound examination of the proximal left anterior descending artery lesion. During preparation, the device could not be flushed and did not provide a clear image. Flushing was attempted at increasing pressures without success, air was still seen immediately after live imaging was initiated. The catheter was replaced and the examination then proceeded normally. The patient fully recovered.